Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Foreign matter is clogged in the nozzle. No nozzle deformation or damage has been reported. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation and customer¿s allegation was not confirmed. The b30 error could not be reproduced at incoming inspection. The evaluation revealed the following findings: due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of flexibility adjustment ring, flexibility adjustment function did not work; cable unit had corrosion due to water leakage; circuit board unit in scope-connector had corrosion due to water leakage; plug unit had corrosion due to water leakage; adhesive on bending section cover had wear; connecting tube had a scratch; and due to wear of angle wire, bending angle in upward direction did not meet the standard value. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope displayed a b30 scope communication error. The error message was displayed when preparing the scope for use for an unspecified procedure. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.